Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. At the time of the report, customer did not have another cartridge to load. Customer¿s blood glucose level was within range (value not provided). Customer did not return call for assistance with reloading another cartridge.